Manufacturer narrative:
The customer was contacted for the return of the product. The customer responded and stated the product will not be returned to zoll for evaluation. .

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.